Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow block alarm or excessive no delivery alarm noted during testing. The insulin pump was received with minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery despite several infusion set and reservoir changes. The no delivery issue has occurred over the past two weeks. The consumables used were from different boxes. It took the customer four different set changes before the insulin pump resumed normal function. Troubleshooting was declined. The insulin pump will be returned and replaced.